Event description:
It was reported that a patient who was subject to a vns study passed away on (B)(6) 2015. It was reported that the event was unlikely related to the study therapy, to the implant and to the vns stimulation. Further information was received indicating that the patient was found dead in her apartment. There are no sign for suicide or severe illness. Her caregiver indicated to the physician that one day before the event, all was normal. It was reported that an autopsy was performed, but the physician did not have the autopsy report. The physician thinks the death could be a sudep. It's unknown if the device was explanted.